Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
Compressor mini reported not able to start. No service report attached to the complaint. The reason for the compressor not starting could be any of, but not restricted to, following reasons: burnt fuse/fuses, faulty transformer, broken capacitor, broken compressor motor, drainage valve faulty, short circuit in pcb. Despite good faith effort (gfe), no goods, pictures, service report or any kind of additional information have been provided. The root cause to the reported failure cannot be established by this evaluation. H3 other text: 4114.

Event description:
It was reported that the compressor did not start. The patient involvement was unknown. Manufacturer's ref #: (B)(4).